Manufacturer narrative:
The customer initially contacted philips regarding an allegation of still getting a pacer malfunction after therapy board replacement. The customer requested that the device be returned for bench repair, however it was cancelled and the device was not returned for evaluation. Due to this, an evaluation could not be completed for the device and a cause for the failure could not be determined. Philips is unable to rule out that a malfunction did not occur. As additional information is unavailable, a definitive cause for the alleged failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No additional investigation is required at this time.

Event description:
It was reported to philips that the device had a pacer failure. There was no patient involvement.